Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the ligator housing returned with five bands attached, some of them were moved and overlapped, and two bands were broken. The suture thread was fully unfolded from the ligator housing, and it still had five bands attached. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, and it still had five bands attached. This suggests that the device could not deploy the bands. It is possible that there was an incorrect application of tension to the suture thread at the time of deployment, which bent the teeth, moved and overlapped the bands until they broke, causing the deployment problem. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, after the handle was rotated, the bands would not deploy. It was noticed that it would not deploy even if the "click" sound of the handle rotation was active. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, after the handle was rotated, the bands would not deploy. It was noticed that it would not deploy even if the "click" sound of the handle rotation was active. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.